Event description:
Caller reported that insulin gauge displayed a different amount than expected. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.